Manufacturer narrative:
The user was contacted for further information regarding the use of this pad-pak. It is recommended that the customer return the device that this pad-pak was used in to investigate. The cells in the returned pad-pak were measured and found to be significantly depleted. There was no discernible cause for the depletion of the cells in the returned pad-pak. There were no visual abnormalities observed and there is no evidence of damage or tampering with the individual cells. Therefore, the customer was requested to return the device in which the pad-pak was installed to investigate.

Event description:
No patient involved. The pad pak became depleted prior to its expiry date.

Manufacturer narrative:
Exemption number e2015058. H3 other text: not returned yet.

Event description:
No patient involved. The pad pak became depleted prior to its expiry date.